Manufacturer narrative:
G4: 30apr2021. B4: 30apr2021. The removed speaker assembly was returned to the failure investigation lab (fi). A visual inspection of the speaker assembly revealed no evidence of damage or contamination. The fi technician installed the speaker assembly into a fi ventilator to duplicate the reported issue. The customer complaint could not be verified. No errors occurred during the cycle test. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jan2021.

Event description:
It was reported to philips that during periodic maintenance the device had a power speaker failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips service engineer (se) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty speaker. The se replaced the speaker to resolve the reported issue. The device passed performance verification testing.